Event description:
It was reported that the customer received multiple occlusion alarms during and bolus delivery. The customer's blood glucose (bg) level was 457 mg/dl and insulin injections were administered. The customer changed the cartridge, infusion set and insulin, however it was reported that cartridges and infusion sets were changed every 2-3 days. The customer was admitted to the hospital for diabetic ketoacidosis and was treated with novolog insulin. Tandem technical support performed a system check on the current cartridge and tubing and both were found to function as expected. The customer was discharged on (B)(6) 2015 with a bg level of 143/mg/dl and was feeling better.

Manufacturer narrative:
The tandem t: slim pump user guide indicates that humalog has been tested for up to 48 hours. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.